Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient is not very active and was experiencing palpitations due to a rapid heart rate. Review of the pacemaker's settings noted the minute ventillation and accelerometer sensor featurs were programmed on. An increase in the patient's heart rate to approximately 100 bpm was observed within the hour prior to interrogation. Boston scientific technical services (ts) was consulted and discussed programming options. The minute ventillation feature was reprogrammed as it was thought to be programmed too aggressive per the patient's condition and activity level. No adverse patient effects were reported and the system remains in service.